Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen at their dentist because an upper back tooth fell out. Patient was informed that they will need three root canals/crowns and the rest of the broken tooth needs to be extracted. They have also developed a fistula on their upper gum. Patient was informed that by their dentist their aligners will no longer fit due to their teeth being aligned differently. Requested additional information on loose and broken tooth, diagnostic findings or letter of recommendation from dentist, and either clearance to continue or request to cease aligner treatment due to dental work needed completed.